Event description:
It was reported that during surgery the internal core of the holder is broken. No delay. No backup available.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. After further analysis, the present case does not relate to the malfunction considered reportable for this part number.